Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has not been returned and evaluated. Visual inspection and functional evaluation could not be performed. Without this evaluation it has not been possible to establish a relationship between the device and the alarm/connection problem reported or determine a root cause. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported failure has been reviewed and shown that in the previous four years there have been no other instances of this failure mode. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that an alarm for connection problem occurred in home hospitalization. The patient was treated for an arm wound. It was programmed that a new console be delivered to the customer.